Event description:
It was reported that the ilet user experienced an episode of low blood glucose at a restaurant that was treated with oral glucose and subsequently noted alternating high and low blood glucose values, with acknowledged behaviors including possible overtreatment of lows, inconsistent meal announcements, and pausing insulin delivery. The device problem and component could not be characterized due to insufficient information. Symptoms included hypoglycemia and hyperglycemia ranging from 60 mg/dl to 282 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and no specific device-related issue could be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted. A separate report will be submitted for overtreating hypoglycemia.